Manufacturer narrative:
The device was in use for treatment. There were no manufacturing rejects or anomalies of this type recorded in the device history record. A review of complaints against this lot number identified one (1) additional report for a different reported event. Returned device analysis reveals one 14f abiomed introducer sheath that is within manufacturing specifications. Upon evaluation of the returned product, it was found that the introducer had most probably sustained extreme diagonal force (determined by multiple kink/stress marks). The diagonal force translated stress to the mid-section of the introducer which caused it to kink. The stress likely caused the structural integrity at the score-line to fracture and tear at the kink point toward the tip. Force applied during the procedure likely exceeded the design of the introducer. Based upon the analysis investigation the root cause was determined to be force applied during the procedure which likely exceeded the design of the introducer. The potential effect to the patient for the reported failure may be related to: device is difficult to use and the procedure is delayed, and possible tissue damage. Potential cause of this failure may be: improper or damaged extruded parts, improper introducer manufacturing, and improper or damaged packaging. A review of risk for this failure mode identified the risk to be medium. Based on this investigation a CAPA is not required. Oscor will continue to monitor this device for complaint trends and risk. According to introducer sheath in-process and final inspection procedure, qa performs a 100% inspection with the naked eye at a distance of 12" to 18", verify the assembled sheath matches the drawing. They ensure parts are free of kinks, cracks, splits, sinks, excessive flash, loose/embedded foreign material, or any other damages. The introducer and dilators passed all in-process and qa final inspection steps before shipping to the customer including visual, dimensional and leak testing. The instructions for use (IFU), under "precaution" informs the user: when assembling the sheath and dilator, care must be taken to insert the dilator tip straight through the center of the valve membrane in order to prevent inadvertent puncturing of the membrane. Aspiration and saline flushing of the sheath, dilator, and valve should be performed to help minimize the potential for air embolism and clot formation. Indwelling introducer sheaths should be internally supported by a catheter, lead, or dilator. Never advance or withdraw guide wire or sheath when resistance is met. Determine cause by fluoroscopy and take remedial action. The IFU also informs the user dilators, catheters, and pacing leads should be removed slowly from the sheath. Never advance or withdraw guidewire or sheath when resistance is met. Determine cause by fluoroscopy and take remedial action.

Manufacturer narrative:
Conclusion not yet available, evaluation in process.

Event description:
On (B)(6) 2016 at 8:15 pm, an impella cp was prepared to support a (B)(6) male patient suffering from ami induced cgs. The patient coded, an iabp was placed bedside, and the patient was intubated in the ER. CPR was performed on the way to the cardiac catheterization lab. There was no indication of arterial issues shown in imaging performed prior to insertion. The low flow state at this time may have increased the risk of clot formation. Impella support was prepared, and the 14 fr oscor sheath was inserted after difficulty advancing the dilators and the sheath over the 0.035" guidewire. The final dilator was removed so the pump could be inserted "as quickly as possible." The cp was implanted before act was checked. The pump was explanted to troubleshoot low flow, and then reimplanted. The 14 fr sheath was examined and the sidearm was unable to be flushed, which led the team to believe the sheath had clotted off. Va ECMO was initiated and the iabp was removed. The 9000 units of heparin were given during the surgery to place ECMO, and act was 261 s. The physician decided to reinsert the same cp for lv venting with ECMO in place. When the original 14 fr sheath was removed, it was "noticed to be separated." The impella was reimplanted and support continued until care was withdrawn on the night of (B)(6) 2016.